Event description:
Patient was implanted on an unknown date with liss plate and screw. Patient was scheduled for a revision to a total knee replacement and removal of the plate and screw on (B)(6) 2012. During the procedure surgeon could not remove one screw from the plate; screw was cold welded to the plate. Surgeon tried to use screw removal kit and was unsuccessful at removing the screw. The plate and screw were left in place and the surgeon continued with a successful total knee replacement. This is 1 of 2 reports for this event.

Manufacturer narrative:
Device used for treatment. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.